Manufacturer narrative:
The endowrist vessel sealer instrument was returned for evaluation. Failure analysis did not confirm the customer reported complaint. Visual inspection did not find any physical damage to the conductor cable. The instrument passed electrical continuity testing. The instrument was installed into the instrument control box (icb) and the blue light indicator on the icb lit up indicating power was being delivered and unit was properly connected. Multiple self-tests were performed on the instrument and it successfully passed. The instrument was installed on an in-house system and passed energy activation with no occurrences of error codes or error messages. There was no loss of power or intermittent energy observed. Grip force testing of all wrist orientations were found to be within specifications. The instrument also passed the electrode gap test and the gap was found to be within specifications. Additional data log review was performed indicating that this instrument experienced an error 22024 (strong grip torque error), this error indicates that there is not enough torque for the grips to go into hard grip, and thus prevented the user from sealing due to this reason. The instrument was energized multiple times during internal failure analysis, however the error could not be replicated. It should be noted that the universal surgical manipulator (usm) used with this instrument was also received in house but this error was not replicated with the usm either. The error could be caused by a combination of the draped arm, instrument position and grip status at the site, however this could not be replicated during in-house testing. The data logs of this instrument, also indicated this vessel sealer instrument was removed and reinstalled for use several times following the 22024 error and that towards the end of the instrument's use, it was also used for sealing, as indicated by the seal events. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted gastric bypass (roux-en-y) procedure, the endowrist vessel sealer instrument did not seal the patient's tissue. While there was no report of any patient harm, recurrence of the reported failure mode could cause or contribute to an adverse event if the failure mode was to recur. It is unknown what caused the sealing issue.

Event description:
It was reported that during a da vinci assisted gastric bypass (roux-en-y) procedure, the endowrist vessel sealer instrument was not sealing. There was no report of patient harm, adverse outcome or injury.